Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. The customer's blood glucose was between 54-500 mg/dl.reportedly, the customer cleaned the speaker holes however customer did not have another cartridge to load. Cts followed back up with customer and customer reloaded the cartride and was able to resume insulin therapy.